Event description:
The reporter stated the surgeon inserted an aq2003v silicone three-piece lens but the haptic tore. The lens was cut into pieces to remove but the surgeon was unable to remove one of the haptics. The incision was enlarged to remove the haptic and during the removal of the iol, the pt had some corneal trauma. Sutures were not required. The pt is doing well, but may have some corneal scarring.